Event description:
The pt (b)(6 had a family history of sudden death - father died at (B)(6) -. (B)(6) had syncope and ep eval and received a st jude v-197 ICD lead model 1581 (B)(4) on (B)(6)2004. The lead was placed in the rv outflow tract and put in by cephalic vein. The lead fractured causing inappropriate shocks. A new generator st jude v-168 (B)(4) and new lead st jude model 7020 (B)(4) were placed. The lead was placed in the rv apex and put in by axillary vein laterally. The second device rescued (B)(6) in (B)(6) from vfib with a recorded shock impedance 40 ohms. On (B)(6)2010 (B)(6) died suddenly. The device interrogation showed successful detection and delivery of shocks but failure to convert to sinus and a measure shock impedance > 200 ohms.